Event description:
The home pt (hp) reported pain and blood-tinged effluent while using the homechoice system for apd therapy. The hp reported that they had received an open box of homechoice sets but decided to use them anyway, as the cassettes within the box appeared to be intact. The hp reported that upon initiation of apd therapy they experienced abdominal pain. The hp continued apd therapy and related they had no further abdominal pain for the remainder of the therapy. According to the hp, after completion of apd therapy they noted that the drained effluent appeared to be blood-tinged. The hp reported the incident to their dialysis center healthcare professional (hcp), who instructed the hp to perform a manual drain and visually check their effluent for blood per normal dialysis center procedure. The hp performed the manual drain as instructed and stated that no further blood was noted in their drained effluent. Both the hp and the hcp stated there was no resulting pt injury or medical intervention.